Event description:
During a routine shift check by a clinician, the device discharges at too high an energy level with paddles in paddle well. There was no patient involvement in the reported malfunction.